Event description:
Reportedly, the device failed volumetric testing during preventive maintenance service. There was no patient injury.

Manufacturer narrative:
The pump was tested by manufacture and delivered within specifications.